Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7148240.

Event description:
It was reported that during the implant procedure, the patients oxygen saturation went very low and the patient was flipped over for the breathing to start again. Both the leads and anchors were already in the patient and the physician put a big piece of ioban to keep them sterile. Once patient was fully intubated, the patient was repositioned prone on the bed to continue the procedure, however, the leads pulled out when the ioban was taken off. The physician opted not to proceed, removed all device components and discarded them. The patient was doing well postoperatively.